Manufacturer narrative:
Concomitants: ((B)(6)) 200-02-35 - three peg patella 35mm. ((B)(6)) 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm. ((B)(6)) 02-012-50-4011 - tru tib aug 1/2 size 4, 5mm. ((B)(6)) 02-010-06-0340 - tru cc femoral size 4 right. ((B)(6)) 02-012-60-1480 - tru stem ext 14mm x 80mm. ((B)(6)) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. ((B)(6)) 02-012-66-1000 - metaphyseal tibial cone, ml29mm. ((B)(6)) 02-012-60-1680 - tru stem ext 16mm x 80mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). It was reported via legal documentation that approximately 73 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Plaintiff michael canterbury is currently suffering from the following complications, injuries and/or indications, some or all of which made revision medical necessary: pain, discomfort, difficulty walking as a result of the defective nature of the exactech knee replacement system. Plaintiff has suffered and may continue to suffer, severe and permanent personal injuries, including polyethylene wear and device failure, disbursement of the polyethylene liner into bone and other bodily structures, painful knee revision surgeries to remove or revise the defective device, continued rehabilitation, medical care and possibly additional surgeries. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.